Manufacturer narrative:
Clarification to d.6a: partial implant date reported as (B)(6) 2025. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2025, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced frequent redness, soreness, discharge, and bleeding at the stoma site. Culture swabs have been collected and tested on unknown date(s), diagnosed bacterial/fungal infection. The patient was evaluated at a clinic and is currently being treated with co-amoxiclav for an unconfirmed stoma site infection, pending latest culture result. The device remains implanted.